Manufacturer narrative:
The manufacturer received the device; the investigation is anticipated, but not yet begun; as soon as the device is decontaminated and device details become available, the device history records will be reviewed. X-rays or other source documents were not received for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted an unknown metasul liner (device details are unknown) on an unknown date on the right side. On (B)(6) 2015 the device was explanted due to osteolysis.

Manufacturer narrative:
Investigation results were made available. The actual device reported was updated to the metasul head, as the references of the device previously reported (known now as (B)(6) metasul insert) showed that this insert is not marketed in USA. The reported event (osteolysis) cannot be related to a single device only. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: it was reported that in 2003 a right total hip prosthesis (pfmr stem, (B)(6) cup with a metasul insert and a metasul head) was implanted. A progressing osteolysis was found in the middle third of the femoral stem. By a first intervention it was tried to fill the osteolysis but it recidivated and therefore it was decided to change the pairing. Review of x-rays, pictures, surgical reports: no other source documents were provided. Device analysis: visual examination: scratches, dents and instrument marks can be observed on both the anchoring and the inner side of the st. (B)(6) shell. These can probably be attributed to the revision surgery. On the anchoring side of the (B)(6) shell areas with bone attachments are visible. On the inner side of the shell, some polished marks from the cone sleeves can be noticed on the inside of the screw holes. Two screws used to anchor the (B)(6) shell were received together with the cone sleeves. They exhibit scratches and dents, most probably from the revision surgery. Both screws are bent. One screw has bone attachments that hold the cone sleeve in place. The cone sleeves show some polished marks from contact with the screw holes of the shell. The metasul inlay was received separated from the polyethylene liner. The latter shows severe damage in the form of deep cuts and some deformation and a large part of the material is missing. On the anchoring side of the liner, the machining marks are still visible. Few metallic pieces are embedded in the polyethylene. Few areas of the thread are slightly yellow discolored. On the articulation side of the metasul inlay numerous fine scratches are visible. A low power microscope investigation revealed areas with smeared material and parallel scratches that cover approximately half of the inlay's rim. With the exception of some coarse scratches there is nothing to report about the backside side of the inlay. The metasul head shows damage in the form of coarse scratches, metallic smearing and nicks. Several areas consisting of fine parallel scratches are visible near the equator. The articulation surface was investigated under the microscope ((B)(6)) at 200-times magnification with differential interference contrast (dic). The entire articulation surface exhibits areas with fine and coarse scratches as well as metallic smearing. In between these few areas with fine scratches can be seen. Near the pole few indentations could be observed. The original surface state with slightly protruding carbides can only be noticed below the equator. On the head taper signs of fretting corrosion could be found in the distal third. Measurements: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value for the head is (B)(4) um which results in an annual wear rate of (B)(4) um. It was not possible to identify a clear wear zone for the inlay and therefore a wear value could not be determined. However, the measured diameter is still within the manufacturing tolerances. For a metasul pairing with diameter (B)(4) or (B)(4) mm retrieved within the first year an average wear of (B)(4) um / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of (B)(4) um / year per pairing . Functional tests: n/a as the event was osteolysis. Review of inspection plans : n/a as the inspection plan does not correlate with the reported event. Review of surgical techniques: n/a as the surgical techniques do not correlate with the reported event. The implants were revised after approximately 12 years in vivo. As reason for revision a progressing femoral osteolysis was indicated. The stem was not received for investigation and it could be assumed that it is still implanted, based on the ansm report. Surgical reports and / or x-rays which could probably give a more detailed insight of the situation are not at hand. It remains unknown when the intervention to fill the osteolysis was made and whether this had an impact on the implants. The damage seen on the polyethylene liner, on the backside of the inlay and on the inner side of the shell as well as the metallic pieces embedded in the polyethylene can be attributed to the removal of the inlay from the liner. The damage seen on the articulation surface of the head could probably be attributed to the revision surgery and / or to the previous intervention as described in the ansm report. It remains unknown why it came to the smearing and the parallel scratches on the rim of the metasul inlay. The appearance of the articulation surfaces did not reveal evidence that could possibly point to abnormal wear, e.g. Rim loading. Further, the wear measurement did not reveal an elevated wear value for the head. For the metasul inlay a clear wear zone could not be identified but the measured diameter is still within the manufacturing tolerances. Based on the retrieval investigation the progressing femoral osteolysis cannot be explained. The reason for the fretting corrosion seen on the head taper and whether this could have had an influence on the osteolysis remains unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).